Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that every week, the patient has irregular heartbeats and dizziness. The patient did not think the implantable pulse generator (ipg) was working correct. The device is still in use. No patient complications have been reported as a result of this event.